Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load insulin into the cartridge. Customer changed the cartridge, syringe, and needle, and was able to successfully load insulin into a new cartridge. Customer's blood glucose level was not impacted.